Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3 cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Two bends were observed near the distal end of the returned stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the stylet, and the bends within this tubing were found to be at or near the interface of two magnets. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bends in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the stylet wire appeared to separate at the tip.